Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA. This report is for two parts that have the same part/lot numbers.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: customer facility reported that guide extensions are loose. It is reported that after 5-6 operations, the guide extensions became loose. This is 1 of 2 reports for this event.